Event description:
It was reported the device exhibited a double beep without cassette attached. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg 4/23/2024. One device was returned for evaluation. Visual inspection revealed the downstream and upstream sensors contaminated by fluid ingression. The event history log confirmed a high-pressure alarm occurred. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be fluid ingression on the downstream sensor. The downstream sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.